Manufacturer narrative:
On 1-aug-2024, additional information was received clarifying that the guide wire of vizigo was came out from the irrigation port. As such, based on the new information received, the event was reassessed as not MDR reportable since the risk of patient harm is considered remote. Note: the full UDI has now been provided under field d4. Primary UDI number. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the guidewire of vizigo came out from the side hole. It was reported the wire had unintentionally exited through the side hole. The tip was not rough or non-slippery. There was no damage on the tip and no internal sheath mechanisms were exposed. There were no damaged electrodes.

Manufacturer narrative:
On 24-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: for field d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).